Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove from the guide wire as no difficulty was identified during return device evaluation. Factors that may contribute difficulty to remove (guidewire) include, but are not limited to, procedural contaminates on the guide wire and guide wire damage. It should be noted the stent on the returned device was not deployed as reported, the account was contacted and confirmed the correct device was returned for evaluation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3.0x15mm xience alpine stent was deployed without issues; however, during removal of the stent delivery system (sds) resistance with the guide wire was felt. The sds and guide wire had to be removed as a unit. The procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. Return device analysis noted that the stent was stationary on the balloon and was not deployed as reported. No additional information was provided.